Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. The complaint product was returned for evaluation and visually identified to the be the reported product and lot. Visual inspection confirms that the grey tip has fractured. The features of the fracture surface visually align with section 5.5.1 in zrm_wa_0545_21 rev. 1.0 in which an overload fracture failure mode was identified. There is confirmed damage all around the grey tip and to the body of the impactor including the strike plate. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return and provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the grey impactor tip fractured. There was no harm, injury, or surgical/medical intervention required and no reported delay. Due diligence is complete. No additional information is available.